Event description:
It was reported stating that during a breast biopsy procedure, after deploying the marker into the left breast and removing the probe and marker as one single insertion, he noticed that the plastic tip had sheared off. He deployed another marker into the breast and while removing the second marker and probe, the plastic tip sheared off. They stopped the case and was unable to locate the plastic tips.

Manufacturer narrative:
Date sent: 10/15/2009. Info anticipated, but unavailable at this time.